Event description:
The pt stated that he received the e5 (technical inspection due) on his infusion device and he stated that he did not receive the previous a5 (technical inspection alert) alerting him that his infusion device would soon shut down. The pt stated that he was not willing to use insulin injections until his replacement infusion device arrived. The pt was advised that he would be sent a replacement infusion device overnight and he was very upset that it would not arrive sooner and he disconnected the call. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.